Event description:
It was reported that the customer has been experiencing insulin leaks from the reservoirs for several months. It was also stated that the customer had the needle break in one of the infusion sets. Blood glucose value is 12.4 mmol/l. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.